Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user transmitter was paired to the hand held device but is unable to find any signal in the placement guide to continue with the link up proces which leads to early sensor removal.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, a RMA was issued for sensor replacement. No further resolution was necessary for this complaint. H3. Device evaluated by manufacturer? No,not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.